Manufacturer narrative:
Other, other text: h3: twenty five cadd cassette reservoirs from part number 21-7302-24 were received in used conditions without their original package. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination according to procedure. No damages or other workmanship defects were detected. A syringe was used to infuse water into the cassette bag. A leak was detected on seven samples between the tube and the bag. The reported issue was able to be confirmed and the cause was traced to a manufacturing issue.

Manufacturer narrative:
There were several affected lots including 4037744, 4034016 and 3977457 with the majority being 4037744. However, the number of affected items per lot was not noted.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported the unit was leaking from the bladder. The reported incident occurred after filling and post compounding visual inspection. There was no patient involved and no adverse effect was noted.